Event description:
Catheter extension sets had discolored tubing/brown discoloration from particular lot number. When looking at other extension sets with different lot numbers, they do not have this discoloration. There was no patient related to this event. The discoloration was noted before the packaging was even open and therefore a non-discolored IV catheter set was used. There was no harm or delay to patient care.